Event description:
It was reported that an insulation break was noted via review of a fluoroscopy. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.